Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that she received no delivery alarms due to bent cannulas. The blood glucose reading at the time of the event was 602 mg/dl. Hospital treated with manual injections. The current blood glucose reading is 296 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.